Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video laparoscope had a bent metal tip at the working end. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fiber breakage dents on distal edge, bent outer tube, the damaged charged coupled device (ccd) and outer tube will be replaced. A root cause could not be identified. Based on the results of the investigation, it was likely the most probable cause for the reportable malfunction was traced to component failure and additionally for fiber breakage dents on distal edge, bent outer tube and the damaged charged coupled device (ccd) and outer tube was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.